Manufacturer narrative:
Product evaluation: the lens was returned inside a qualified cartridge loose in the opened lens carton. The assembled lens case and packaging components were also returned inside the carton. Inadequate viscoelastic was observed in the cartridge. The lens was located between the nozzle fill line and the tip. The lens was pressed up instead of down. The optic was torn and a large portion of the optic was protruding through the right side of the damaged cartridge tip. The trailing haptic was extended. The leading haptic was broken in the gusset area. The broken haptic was not returned. The cartridge nozzle was cracked in three lines along the right side beginning at mid-nozzle. The cracks converged to one line of damage. The damage started in the thick wall cone area. The damage extended into the thinner tip area and enlarged into an aneurysm along the right side. The tip aneurysm became torn through the end of the tip. A portion of the damaged optic was protruding through the torn tip. The cartridge showed evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. All associated products are qualified for use with the lens. The lens was advanced and located between the nozzle and tip. The lens was damaged and protruding through the damaged cartridge. Extreme cartridge damage was observed. The root cause for the reported complaint was determined to be most likely related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed in the returned cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage on the right side of the nozzle started in the thick wall cone area. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage may occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, while trying to implant the iol into the patient's eye, the iol was not loaded properly, hence when the injector plunger advanced, the iol stuck inside the cartridge. At this point in time the cartridge nozzle was already inserted into the patient's eye. The iol was not implanted. The surgeon removed the cartridge from the eye and a new cartridge and iol to complete the surgery. The patient is well.